Manufacturer narrative:
Batch review performed on 20 june 2018. Lot 155691: (B)(4) items manufactured and released on 28 january 2016. Expiration date: 2021-01-17. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Clinical evaluation performed by medical affairs director on october 17, 2018. Partial hip revision surgery occurred 1 year and 5 months after primary cementless total hip arthroplasty in (B)(6). According to the information received, the stem was removed due to mobilization. With such a short follow up, it is conceivable that this stem was never able to achieve osseointegration, for reasons that we cannot determine but that are most probably to be sought in the individual patient reaction to the implanted device. Sometimes a so called "silent" infection is thought to be responsible for these early loosenings, but we have no information on this hypothesis.

Event description:
About 1 year and 5 months after primary the surgeon revised the patient for stem mobilization. The surgeon revised the stem successfully.